Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possibly being exposed to sweat. Blood glucose level at the time of the incident was 109 mg/dl. Customer also reported that the device was cracked near the reservoir compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a broken reservoir tube lip.